Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the device inspection results by olympus europa se & co. Kg (oekg), it was likely that the reported phenomenon was not attributed to the subject device but otv-s190.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the installation of the subject device at the facility, it was found that the image of the subject device was not displayed. Olympus (B)(4) (oekg) checked the subject device and found that when the subject device was connected to the otv-s190 the image of the subject device was not displayed, but when the subject device was connected to the cv-190 the image of the subject device was displayed. There was no report of patient injury associated with this event.